Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One unk 3i abutment and one certain® gold-tite® hexed screw (iunihg) was returned for investigation. However, one unk 3i implant was not returned and remains to be implanted. Visual evaluation of the returned abutment identified fractured at the base. No fracture identified with a screw, however worn identified in the drive feature, most likely from usage and removal process. Functional testing could not be performed due to the nature of the event. Pre-existing condition is unknown. However, device was placed on tooth site #10 for approximately unknown duration of time. Picture or x-ray was not provided by customer. Appropriate documentation was reviewed. DHR reviews could not be performed, as the lot numbers associated with the reported product are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the iunihg dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. Complaint history review could not be performed for unk biomet abutment and implant as the lot/item number was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Based on the available information. Malfunction for screw has not occurred and for implant could not be verified. The following sections have been updated: g6: checked "follow-up." H2: checked follow-up type. H3: changed "no" to "yes."

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the hex of the abutment fractured. Patient will return for a new abutment and crown. The gold screw was still inside of the implant itself and fractured. Tooth #10.